Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy between the sensor glucose (sg) vs. Blood glucose (bg). The customer reported no adverse event. The event involved product(s) mmt-7040c7. Troubleshooting was performed and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). Insulin delivery was not suspended due to sensor glucose vs. Blood glucose difference. Blood glucose value from reported event was 120 mg/dl. The sensor glucose value from the reported event was 200 mg/dl. Sensor glucose and blood glucose difference was 80 mg/dl and the difference was not within the target range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No harm requiring medical intervention was reported. Product return for mmt-7040c7 is not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.